Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was treated for an abdominal aortic aneurysm (aaa) with two gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up imaging showed the patient's right renal artery was not patent. It was reported the cause of the vessel occlusion is unknown. On (B)(6) 2015, an intervention was performed to restore patency to the right renal artery. However, the intervention was unsuccessful. It was reported the completion angiogram of the initial procedure on (B)(6) 2015 was reviewed by the physician. The images reportedly showed placement of the trunk-ipsilateral leg component below the right renal artery (lowest renal artery). The physician reportedly confirmed that a high grade stenosis was present in the right renal artery at time of initial procedure for repair of aaa.